Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead.

Event description:
Related manufacturer report number: 2017865-2023-15979. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed decreased r wave amplitude exhibited by the right ventricular lead. A subsequent chest x-ray revealed that both the right ventricular and left ventricular leads were dislodged. The patient was scheduled for lead replacement, and both leads were successfully explanted. The patient was stable.